Manufacturer narrative:
The complaint states (B)(4) same patient same side. During revision of (B)(4) the patient received change of inlay and ceramic head. The shell, stem and hole eliminator were not changed. After the revision surgery the patient experienced persisting pain. Because of strong scar tissue the prothesis was shifted. Scar problems were solved during another surgery, but patient had several luxations after this. A review of manufacturing records and complaint databases did not identify any anomalies. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. From the information received and the investigation performed the root cause of the complaint could not be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the revision surgery the patient experienced persisting pain. Because of strong scar tissue the prothesis was shifted. Scar problems were solved during another surgery, but patient had several luxations after this.